Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, at post implant check, the pacing polarity could not be programmed from unipolar to bipolar. Impedance was greater than 3000 ohms, and a decrease in r waves amplitude was also observed. Re-intervention was performed. No anomaly was identified at lead level. After re-connection, all measurements were acceptable.